Event description:
The manufacturer received information alleging burning smell and lung infection. There was no medical intervention required by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and was able to confirm complaint. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.